Event description:
It was reported to philips that the device experienced trouble discharging in synch mode. The device was in use, however there was no patient involvement. The customer was provided remote technical support from a philips field service engineer (fse). Customer believes the clinical staff did not continue to hold down the shock button to allow the device to find and shock on the r-wave as needed. Informed customer that the device has reached end of support (eos). Found and reviewed instructions on performing synchronized cardioversion with customer, and noted instruction to hold down the shock button until the shock is delivered. Tested synchronized cardioversion following instructions; device passed test. Based on the conclusion of the evaluation, it was determined that the failure was caused by a user related error. Customer will point out to and instruct clinical staff on properly performing synchronized cardioversion to ensure the reported event does not occur again. Sent email to customer with file droplet link to download instructions for use and service guides, pointing out instructions on performing synchronized cardioversion, printing event summary, and print system log, as well as provided the eos letter. The customer was made aware of the end of support terms and the device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.